Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the immediate implant placed in type ii bone in ada site 30 in the mouth failed after 5 months. Clinician reports patient's insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that the immediate implant placed in type ii bone in ada site 30 in the mouth failed after 5 months. Clinician reports patient's insufficient bone quality. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).